Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be derailed. Grip cable was derailed at the distal idler pulley. Grip cable was seated on the outermost pulley and grip cable was exposed on the outside of the pulley. Yaw motion was non-intuitive as a result. The other cables at the wrist were undamaged. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the scratch marks and/or various light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was identified that the cable came off track on the prograsp forceps instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.